Event description:
President of a home infusion pharmacy called corporate product surveillance (B)(6) 2010 to report one (1) ce intermate sv 100 in which the tubing was detected to be disconnected from the housing when received at a patient's home on (B)(6) 2010. Caller stated that the intermate was filled with cytovene used to treat cytomegalovirus. Caller stated that a nurse at the patient's home noted that all of the drug had leaked out of the container into the protective plastic bag used to ship the product. Caller stated that no drug spill occurred. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Event description:
It was reported that a pediasat catheter was inserted into the patient. Blood was noticed on the theatre table and at the oximetry connection of the om2e cable. The patient had bled around the site, so initially it was thought that the blood came from this area. However, blood was again noted at the oximetry connection (blue chip). This continued in the ICU and ten gauze pads were filled with blood. The product was noted to be leaking at the oximetry connection. Fluid and inotropes were still delivered, and there were no signs of hemodynamic changes, but blood loss was obvious. The catheter was removed and replaced with another central line. There was no injury reported.

Manufacturer narrative:
The evaluation has not been completed, once the evaluation is completed a follow up will be submitted.

Manufacturer narrative:
The catheter was returned and evaluated. The reported event of blood leaking at the oximetry connection was confirmed. The leakage was found to be between the optics and distal lumens from inside the backform. An x-ray was taken of the product to determine the cause of the leakage. An air bubble or void was noted inside the backform. A CAPA was initiated to investigate the issue. All machines were confirmed to be in calibration and awareness training was performed for the operators. To prevent the entrapment of bubbles during the over molding process, actions were also taken to reduce the resin temperature and humidity. The customer was unable to provide the definitive lot number for this product; however, two possible lot numbers were provided (lot numbers 58706173 and 58815729 ). It was verified that lot number 58706173 was manufactured before corrective actions were implemented and lot number 58815729 was manufactured after corrective actions. However, as noted above it cannot be confirmed if the complaint product was from either of these two lots. Expiration date: 07/31/2011; manufacture date: 01/26/2010 (lot number 58815729) approximate age of device: 4 months. Expiration date 11/30/2011; manufacture date: 05/23/2009 (lot number 58706173) approximate age of device: 12 months.